Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they are not insisting on pump replacement. The customer is not calling back to perform an hp test. The customer was not treated for high blood glucose. The customer reported that they have a back-up plan available. The insulin pump will not be returned for analysis.